Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss occurred during procedure while laser firing with an intralase patient interface (pi). There was no patient injury or medical complication reported and the case was completed with the same pi without further medical complications. It was noted that one (1) procedure was lost.